Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" error message was reported with the abbott diabetes care (adc) device in use with samsung sm-g980f phone with android operating system version 13. The customer was unable to obtain readings and as a result, the customer lost consciousness and fell. The customer was unable to self-treat, however, did not receive any third-party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported application and it has been determined that there were no issues identified with the customer's reported application during replication that would have led to the reported issue. The customer reported getting scan error. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the initial report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" error message was reported with the abbott diabetes care (adc) device in use with samsung sm-g980f phone with android operating system version 13and app version 2.11.2.11107. The customer was unable to obtain readings and as a result, the customer lost consciousness and fell. The customer was unable to self-treat, however, did not receive any third-party treatment. There was no report of death or permanent impairment associated with this event.